Manufacturer narrative:
Corrected to: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -11.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. Blurred vision, elevated iop, and constant vertical black line were observed. Reportedly "blurring of vision since surgery ((B)(6) 2018) and a constant vertical black line was seen." The elevated iop 'was bought under control with drops' and 'pbi was also done.' The lens was repositioned on (B)(6) 2019, but the line remained and became horizontal. The lens remains implanted with planned exchange. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Patient code 3191 - secondary intervention: medical intervention (drops), lens repositioning, pbi. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -11.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Blurred vision and constant vertical black line was observed. Lens remains implanted. Reportedly "blurring of vision since surgery ((B)(6) 2018) and a constant vertical black one was seen." Per reporter on (B)(6) 2019, doctor has requested a replacement lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.